Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Section e1: initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per review of wo on 04sep2024, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not cool anymore. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on 04sep2024, device would be repaired in the hospital by medtech. Per sample evaluation results received via task on 14oct2024, it was reported that the level sensor was defective, after drained the arctic sun device filled just 2.5 liters.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is inadequate maintenance of the device. The device was evaluated upon receipt. Device is cooling but it takes a very long time so customer said it was not cooling. Heat exchanger very dusty so no airflow. Removed dust from the device. Level sensor defective - after draining the device filled just 2.5 liters. Replaced level sensor. Device passed all testing after repair. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per IFU: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.